Manufacturer narrative:
All buttons are functioning properly. No unexpected numbers ramping or scrolling during testing. No damage on the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. The insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. No excessive no delivery alarms noted. The insulin pump received with corroded battery tube, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of going to the emergency room on (B)(6) 2017 with blood glucose of 550 mg/dl. Customer reported that buttons on insulin pump were difficult to press and numbers kept ramping on display screen. Customer had no symptom of high blood glucose. Customer went to the italized due to high blood glucose. Customer was released on the same day. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting began but customer could not continue troubleshooting due to someone at the door.